Event description:
It is reported that a customer has a new insulin pump and is receiving a weak signaled followed by a lost sensor alert. The customer's blood glucose level was at 170 mg/dl. In addition the customer stated that the battery cap may be stripped because he was unable to take off the battery cap. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.